Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed a firing failure during a log review but it could not be replicated during testing. Additional observations not reported by the site that is not related to the customer reported complaint: the instrument was found to have a reload recognition failure and hi-drive train friction homing failure during in-house testing. The root cause of these failures is not determinable/applicable. The instrument was also found with signs of corrosion (orange discoloration) on the instrument bearings at the proximal end of the main tube. The root cause of this failure is attributed to mishandling/misuse. In addition, the instrument was found to have a jammed I-beam. The I-beam could not extended manually. The instrument was transferred to engineering for additional investigation. Engineering found that the I-beam was jammed due to a damaged I-beam sleeve. Housing was removed and I-beam was attempted to be manually driven out, but could not be fully driven out. I-beam got stopped between the 50 and 60 mm marks on the channel. The I-beam sleeve was observed to be damaged when viewed through the clamp indicator window. Instrument was disassembled to find the orange I-beam sleeve bunched up near distal clevis. Based on visual inspection, firing failure and subsequent initialization failures that site experienced appears to be result of damaged I-beam sleeve. Closed coil spring at distal end of I-beam assembly appears to be bent at the same location the sleeve damage occurred. Cause of damage to I-beam sleeve is unknown at this point, however, it's possible that the I-beam sleeve is catching some internal components at the distal end during I-beam extension/retraction, causing increased friction that leads to eventually tearing and bunching of the sleeve. A review of the site's complaint history does not reveal any related complaints involving this product. A review of the instrument log for the sureform stapler 60 instrument (part number: 480460-09, lot number: t90210622-0321) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk4416. The instrument was used for 23 minutes and it was used 3 times during the procedure. The instrument had 9 uses remaining out of 12 maximum tool uses. No image or procedure video was provided for review. This complaint is reportable due to the following: failure analysis confirmed the I-beam assembly was jammed with no evidence of user mishandling/misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the sureform 60 stapler instrument would not fire. The procedure was completed with a backup instrument with no reported patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: half of the staples were fired from the reload.